Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance greater than 170 ohms, which is high out of range. Reportedly, the clinic had already performed a synchronized shock in (B)(6) 2022, resulting in an impedance of 116 ohms, which is within normal limits. The patient was seen in-clinic to have a device replacement procedure due to normal replacement interval, in which a synchronized shock was performed to test the rv shock impedance, returning an impedance value of 103 ohms, which is within normal limits. Subsequently, it was decided to keep the rv lead implanted and in service. In addition, the patient had indications for an implantable cardioverter defibrillator (ICD) device, so a right atrial (ra) lead and an ICD device were implanted in the same procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance greater than 170 ohms, which is high out of range. Reportedly, the clinic had already performed a synchronized shock in (B)(6) 2022, resulting in an impedance of 116 ohms, which is within normal limits. The patient was seen in-clinic to have a device replacement procedure due to normal replacement interval, in which a synchronized shock was performed to test the rv shock impedance, returning an impedance value of 103 ohms, which is within normal limits. Subsequently, it was decided to keep the rv lead implanted and in service. In addition, the patient had indications for an implantable cardioverter defibrillator (ICD) device, so a right atrial (ra) lead and an ICD device were implanted in the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 fields patient codes and impact codes were updated.